Event description:
The pt reported she is currently in the hospital due to her appendix and during her stay she noticed her pdm was giving her low blood glucose reading (exact bg levels was not provided) so she tested her bg with the hospital meter it was reading 800 mg/dl. She stated she felt like she was close to having a heart attack. She was treated with fluids intravenously. She recently received a letter from abbott diabetes in regards to the test strips recall and she believes that is why she is getting low readings from the pdm.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction. The customer was using one of abbott diabetes test strips that was on the recall list (reference adc recall (z-1211-2014 and z-1212-2014), which could contribute to inaccurate bg results. No actual blood glucose comparisons between the pt's meter and the hospital's were reported. We are unable to determine if the product contributed to the pt's hyperglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how your feel."